Event description:
A surgeon reported that an intraocular lens (iol) was scratched. He removed the lens and replaced it with a lens of the same model and power. There was no pt impact or injury.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 01/15/2009 by mail. A completed questionaire was received on 01/28/2009.